Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the moderately tortuous left main trunk of the coronary artery. A non- bsc stent was advanced but failed to cross the lesion. Subsequently, a 2.75mm x 12mm emerge¿ balloon catheter was selected for use to perform an anchor technique for the left circumflex (lcx) artery but the stent still failed to cross the lesion. The physician attempted to deflate the balloon; however, the emerge¿ balloon catheter did not deflate properly. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. There was blood in the wire lumen. There were numerous kinks throughout the hypotube. The inner shaft was buckled at the proximal markerband. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 6 seconds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the moderately tortuous left main trunk of the coronary artery. A non- bsc stent was advanced but failed to cross the lesion. Subsequently, a 2.75mm x 12mm emerge balloon catheter was selected for use to perform an anchor technique for the left circumflex (lcx) artery but the stent still failed to cross the lesion. The physician attempted to deflate the balloon; however, the emerge balloon catheter did not deflate properly. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.